Manufacturer narrative:
Information was received from a user facility who is not required to complete form 3500a. Evaluation summary: it is unk how the pt "caught his leg", and if the pt was not adhering to post operative hip precautions at the time of the event. According to the pt's height and weight provided, the pt has a bmi of (B)(6); a bmi of 30 or greater is considered obese. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level or type of activity (low impact vs. High impact) , and relevant medical history. Rehabilitation protocol and adherence thereto is unknown. Cause cannot be definitively determined. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Should additional substantive information be received, the complaint will be reopened.

Event description:
It is reported that the pt caught his leg and felt subluxation. Physical exam and x-rays were done with no problems noted.